Event description:
It was reported that the rv lead was explanted due to sensing problems. It was noted that rv mapping showed poor r-wave amplitude at original implant. At follow-up the r-waves had diminished from 17mv to 1.9 mv. Pacing thresholds and lead impedance were good. No patient complications were reported as a result of this event.